Event description:
A 60 yr old black female status post subglandular inframammary salines for augmentation on 11-12-72. Closed capsulotomy 6 yrs after surgery. Right breast decreased in size, no history of trauma. Left breast local pain occasionally. Denies systemic symptoms except hot flashes, says eyesight is worsening, as well as memory. Sensitivity to light. Right ruptured implant. Bilateral heavy capsular calcification and left breast contracture.